Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported that the customer reported problem the device set in avaps mode with vt set to 400ml and display shows vt 55ml, ve 0 l/min the customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the gds had an air flow sensor u1 out of specification that caused the flow accuracy test to fail and displayed volumes to be inaccurate. Replacing the air flow sensor resolved the issue and the air flow accuracy pv test passed.